Manufacturer narrative:
After internal review on 29apr2026 g3 (date received by manufacture) for MDR 3014585508-2026-02741-00 should have been 23dec2025.

Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. The exposed portion of the soft cannula was found to be bent. The damage did not prevent fluid from exiting the distal tip of the soft cannula. No signs of leakage were found along the fluid path during the leak test. The cause and timing of this damage is unknown.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 5 and 24 hours. Investigation of the pod found the exposed portion of the soft cannula was found to be bent. The device was originally reported for leaking during wear.